Manufacturer narrative:
During an interventional endovascular procedure to treat an in-stent-restenosis (isr) of an unknown stent, a 155 cm. Saber rx 6 mm. X 30 cm. Balloon catheter was delivered to the intended target lesion and ruptured at six atmospheres (6 atm.). Therefore it was removed from the patient. The procedure was considered to be completed because the lesion obtained enough blood flow. The procedure was finished successfully. There was no reported patient injury. The target lesion was the left common iliac artery. No target lesion characteristic information including the percent stenosis was provided. An ipsilateral approach was used. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that the date of the unknown stent implantation was unknown. It was also unknown if the patient on antiplatelet therapy post-stent implantation, or if the patient was compliant with the antiplatelet therapy. The percent stenosis of the isr was unknown and no additional target lesion characteristic information is available. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17625840 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (in-stent restenosis) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
During an interventional endovascular procedure to treat an in-stent-restenosis (isr) of an unknown stent, a 155 cm. Saber rx 6 mm. X 30 cm. Balloon catheter was delivered to the intended target lesion and ruptured at six atmospheres (6 atm.). Therefore it was removed from the patient. The procedure was considered to be completed because the lesion obtained enough blood flow. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the left common iliac artery. No target lesion characteristic information including the percent stenosis was provided. An ipsilateral approach was used. A non-cordis guidewire was used to access the target lesion. Additional information received indicated that the date of the unknown stent implantation was unknown. It was also unknown if the patient on antiplatelet therapy post-stent implantation, or if the patient was compliant with the antiplatelet therapy. The percent stenosis of the isr was unknown and no additional target lesion characteristic information is available. There was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.